Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or display ramping on it's own noted. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A cracked case was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized and she wanted to turn on or unsuspended to give the doctor her basal rates, but the device alarmed button error. The caller stated that her glucose level reading was over 600mg/dl at time of her admission, and she has been vomiting the day before all day long. The customer was disconnected from the device and treated with an insulin drip. No further information was provided.